Manufacturer narrative:
(B)(4). Additional information: the er420 device was received in good visual condition with a clip in the jaws; the clip was removed in order to measure jaws width and they were found to be in good condition. In an attempt to replicate the reported incident the device was functionally evaluated. The instrument was cycled and seven conforming clips were fed and formed and seven clips were ejected; the device locked out as intended. No slow feeding issues were noted during the analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic radical nephrectomy procedure, the first device was pulled. The clip was noted to preload slowly into the jaws. Once the clip loaded into the jaws, the user attempted to fire the device and scissored clips were deployed. A second device was pulled. When the user went to preload the second device, the clips shot out of the applier. Another device was used to complete the procedure. There was no patient consequence as this occurred on the back table.

Manufacturer narrative:
(B)(4).